Event description:
It was reported that the patient missed a refill due to relocating. The patient's refill was scheduled for (B)(6) 2012. At the time of the report the patient stated that he had about 5 days of medication left in the pump. The patient's refill interval was about every 3 months. The patient stated that he was a little stiff but he was always stiff. The patient was taking oral baclofen and stated that he had no signs of negative symptoms. The patient stated that he felt perfectly fine and was considering having the pump removed as he felt his condition had improved and he no longer needed it; however, the patient was unsure what would happen when the pump runs out. The patient heard an alarm, only one beep, and had not heard any alarm since. The patient was seeking a new physician to refill the pump as soon as possible. The device system was used to deliver baclofen. It was reported 2 weeks later that the patient had not yet found a physician to refill the pump. The patient reported experiencing increased baseline spasticity stating that the spasticity had been 'a little more in the last couple weeks but not much.' The patient felt okay and was taking oral baclofen at this time. It was reported 1 week later that the patient still had not found a physician to refill the pump. A healthcare provider (hcp) said that they would refill the pump with water to 'see how it would go.' The pump was 'beeping' at this time. The patient was continuing to try to find a healthcare provider to refill his pump or have the pump removed.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).